Event description:
On (B)(6) 2012 it was reported that the patient was seen the day prior as the patient was not feeling magnet stimulation and had noticed this on (B)(6) 2012 when she tried to swipe the magnet. When diagnostics were performed on (B)(6) 2012, high impedance was observed. The physician stated that he was not aware of any patient manipulation or trauma that had recently occurred. X-rays were taken and ap and lateral views of the neck and chest for the patient were provided to the manufacturer. The images were dated (B)(6) 2012, (B)(6) 2011, (B)(6) 2001, and (B)(6) 2009. The filter feedthru wires were intact and the lead pin could be seen past the second connector block indicating that it is fully inserted into the generator. No break was observed in the lead body; however, there is a questionable spot that was unable to be fully visualized due to the patient's ribs on the x-ray dated (B)(6) 2012. This was not seen on the previous x-rays. Based on the x-ray images provided, the cause of the high impedance cannot be determined as no discontinuity was identified. The questionable spot at the patient's ribs was not seen on the x-rays taken prior to the high lead impedance reading so this area cannot be ruled out. The presence of additional micro-fractures in the lead can also not be ruled out. A battery life calculation was performed on (B)(6) 2012 which showed 4.55 years remaining until neos =yes. Clinic notes were also received dated (B)(6) 2012 that stated the patient was recently admitted to the emergency room with some nausea and vomiting. The patient was noted to have been tolerating the stimulator and doing well. The patient's vns was checked and the settings were the same as the previous visit and the battery indicated normal life. The patient¿s mother thought it was due to low sodium but her sodium was 133, which the physician thought was only minimally abnormal, not enough to cause symptoms. Clinic notes dated (B)(6) 2012 were also received which indicate that the patient has not felt magnet stimulation. It was reported that the magnet had been used three times but the patient had not felt these; the physician confirmed that there were three magnet swipes recorded for the device. The patient's device was disabled due to the high impedance and the patient¿s mother voiced concern that the device is turned off as the patient has aggressive seizures that hospitalize the patient and she goes into status. The patient underwent a full revision surgery on (B)(6)2012. Pre-operative interrogation confirmed the output and magnet currents were both set to 0.0 ma. Pre-operative system diagnostics indicated dcdc=7/output=limit/lead impedance=high/eri=no. The surgeon first explanted the generator and stated there were no obvious discontinuities or anomalies with the visible portion of the lead. He then connected the new generator to the existing lead and preformed a system diagnostic test that resulted in high impedance (10,000 ohms). At this point the surgeon disconnected the new generator and continued to explant the old lead. The new lead was then implanted and connected to the new generator. Proper pin insertion was verified and a single click of the screwdriver was heard when tightening the set screw. Three system diagnostic tests (one out-of-pocket and two in-pocket) indicated output=ok/lead impedance=ok/impedance value=1605/eri=no, output=ok/lead impedance=ok/impedance value=1312/eri=no, and output=ok/lead impedance=ok/impedance value=1324/eri=no. Attempts for the return of the explanted products are underway but they have not been returned to the manufacturer to date. The patient's physician reported that he was unaware that the patient had experienced nausea or vomiting and was not able to provide any further information.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the explanted generator. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Product analysis on the lead was completed on (B)(4) 2013. The (+) white and (-) green electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the partial detachment and bubble observed in the connector ring / connector boot area and insufficient adhesive observed inside the anchor tether silicone tube. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. What appeared to be remnants of dried body fluids were observed inside the outer and inner silicone tubes in some areas. Product analysis observed a small area of tubing delamination near connector ring area and also insufficient adhesive backfill in anchor tether area; however, it appears to have no adverse effect on product functionality

Event description:
Additional information was received on (B)(6), 2012 when it was reported that after surgery, the lead impedance was noted to be "ok". The explanted lead and generator were returned to the manufacturer on (B)(6), 2012 for product analysis. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed device met specifications prior to distribution.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(4) 2013 when a review of the manufacturing records confirmed all manufacturing and qc inspection steps were signed off prior to distribution.